Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was received in three pieces. Examination of the returned middle portion revealed insulation abrasions at 12.5 cm -13.5 cm from the distal cut end. On the returned distal portion, insulation abrasions were noted at 3.5 cm - 4.5 cm and 7.5 cm - 8.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.